Event description:
It was reported to medtronic neurosurgery that flow could not be confirmed after shunt implantation. According to the report, the pt's symptoms did not improve and the shunt was explanted.

Manufacturer narrative:
The ventricular catheter was patent and passed the leak check and showed no anomalies. The reported event could not be duplicated by laboratory personnel. A review of the mfg records was not possible as no lot number was provided.